Event description:
Customer reports unexpected negative results with capture-r ready-screen 3 (crrs3) on the echo instrument. The sample was tested on a different instrument and anti-e was identified. The patient sample containing anti-kell was previously tested and resulted with equivocal reactions. Antibody ID testing performed with crrid resulted positive(3+) identifying an anti-kell. A new sample was collected and tested on the echo and resulted negative with crrs(3). Repeat testing performed on the echo on the same sample resulted positive(2+) with crrs(3) and with crrid. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of results files for shows positive reactions (3+, 3+ & 2+) for cells 8, 10, & 14 of crrid, lot id133 respectively, identifying anti-kell. Well images appear positive. Results files for sample collected from same patient on (B)(6) 2010 shows negative reactions in all 3 cells of crrs(3), lot r116. Well images appear negative. Same sample tested on (B)(6) 2010 resulted positive(2+) in cell ii of the same lot of crrs(3). Well image appears positive. Same sample tested on (B)(6) 2010 shows positive reactions (2+, 2+ & 2+) in cells 8, 10, & 14 of crrid, lot id133. Well images appear positive. Customer reported no longer having inconsistent reactions after stylusing and flushing the washer manifold. Instrument is operating as expected.